Event description:
It was reported that pump alarmed with a blank screen. They tried to troubleshoot but pump was alarming to remove/reattach cassette. Battery door opened and closed. Powered on but pump said the patient info and program were lost. Confirmed the program was lost. Pump powered off. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.